Event description:
A report was received that the patient was experiencing stinging sensation around the ipg site and seemed to get worse as the stimulation was turned on. The patient underwent a revision procedure wherein the ipg was explanted. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing stinging sensation around the ipg site and seemed to get worse as the stimulation was turned on. The patient underwent a revision procedure wherein the ipg was explanted. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The source of the complaint could not be determined. The stimulation outputs were monitored on an oscilloscope and verified the outputs were consistent and correct on all electrodes. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The ipg passed all the required tests and revealed no anomalies.

Manufacturer narrative:
(B)(4).